Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Radiographs provided identified a broken cannula imbedded within the femoral condyle. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as a portion of the device remains implanted and the rest was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that while the surgeon was utilizing the cannula to inject the bone substitute material during a right knee subchondroplasty, the cannula fractured and the tip was left in the patient's distal femur. The surgeon opted not to remove as removal would have caused more damage to the patient. Attempts have been made, however, no additional information is available.